Event description:
The following event was reported to implantcast gmbh: "the flexi drill snapped whilst in use." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient's health and did not lead to an extension of the surgery time. An alternative product was used to successfully complete the procedure.

Manufacturer narrative:
According to the description of the event, a flexible drill shaft fractured during use. The product in question was not provided for an optical examination as it was discarded by the hospital. Since no pictures were provided either, no optical examination can be performed. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or others. An alternative product was used instead with which the surgery could be finished successfully. The manufacturing documents and the material certificates of the drill shaft could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a fracture of the drill shaft is the condition of the bone. Since there is also no information available, no statement is possible. The event was assigned to the error pattern "break of the instrument" in the associated risk management.